Event description:
An initial MDR regarding this case was filed 15-mar-2023 (report number 3016798778-2023-00008). Additional information was received by millyard advanced medical products, llc on 01-may-2023 by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Investigation confirmed that starting on the day prior to the initial complaint through the date of the last complaint, the user received five occlusion alarms on (B)(6), and was not able to successfully run a full therapy without an alarm occurring. The returned pump met specification and operated as designed when tested.

Event description:
An initial report of patient hospitalization was received by united therapeutics on 13-feb-2023 and forwarded to millyard advanced medical products, llc on 14-feb-2023. The patient reported receiving an occlusion alarm and numerous symptoms she attributed to the pump, so she went to the hospital. While at the hospital, the alarm was resolved with troubleshooting, and remodulin therapy was continued on her remunity pump. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.